Event description:
The motors go bad regularly, lasting about 2 weeks. You cannot switch it from power to manual mode and the wheelchair jerks from side to side when using the joystick. Rptr is concerned that the user can be thrown into a wall or something. MFR is willing to fix the apparent design flaw.